Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized with a high blood glucose due to the cannula being bent. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot for the bent cannula and stated that the issue had been resolved. The customer also stated that she switched to the needle based set and everything worked fine. The customer did not want to provide information currently. The insulin pump will not be returned for analysis.